Event description:
Reporter alleged obtaining a discrepant blood glucose result of 445 mg/dl back to back with a result of 167 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter took some tylenol and drank water to treat the headache she had along with the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.